Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the drive support cap was sticking out. The customer's blood glucose was unknown. Advised customer to revert to back up plan. The product was returned for analysis.

Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. However, device received with cracked end cap, minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, stained end cap sticker and stained address number label. Unable to perform basic occlusion, occlusion test, prime and excessive no delivery test due to cracked end cap.